Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number qmmhqs /v960g50, and no non-conformances related to the reported complaint condition were identified. Additional information was requested, and the following was obtained: the sutures are also coming out curly and not straight like they should be. Could you please inform the specific number of procedures in which the pull off's occurred? - more than 5 occasions. Could you please confirm the specific quantity of affected devices during each procedure? - 1. What was being done when the pull off's occurred (e.g. Removal from package, during passage through tissue, during tying, etc.)? - during tying the suture, passing the suture through tissue and during loading the suture. Names and dates of the procedures? Trabeculectomy unknown dates. Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. The suture was discarded in sharps containers. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent a trabeculectomy on unknown date and the suture was used. It was reported that the suture was popping off the needle possibly during tying the suture, passing the suture through tissue or during loading the suture. There were no patient consequences reported.